Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent/kinked, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No leaks were found during testing and no other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 500 mg/dl. The pod was worn on the patient's hip/buttocks for between 4 and 24 hours. As treatment, a new pod was applied and a bolus was delivered.